Event description:
Healthcare professional reported "rupture". This record is for unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Affected side is left. Mammogram performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, d6a, d6b, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "implant leaking silicone". This record is for the left side. Later healthcare professional reported "hole in radius (edge)" and "upper pole edge capsule eroded". The device was explanted, replaced and has been returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6.